Event description:
It was reported to medtronic neurosurgery that the patient had a vp shunt that changed settings on its own without any magnetic or ipad exposure. According to the report, the valve was explanted and replaced with a fixed pressure valve.

Manufacturer narrative:
Upon further investigation, information regarding the lot and catalog number of the shunt as well as the date of birth of the patient was received. It was also reported to medtronic neurosurgery that the patient is doing fine with their current fixed pressure valve. The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the patient's valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves.